Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump alarm was heard on (B)(6) 2011. The critical alarm going off was confirmed by telemetry. The alarm was due to a motor stall, no recovery was recorded. It was not known whether any emi interference occurred. As a result of the stall, the pt's pain returned. It was further reported that the cause of the motor stall was not known. The stall occurred on (B)(6) 2011 at 8am. The pt's pain intensity increased until he went to the emergency room on (B)(6) 2011. Emi interference was not suspected. No mris or CT scans were performed. The pump was replaced on (B)(6) 2011. The pump had been stalled for 30+ hours and the pt's health care provider did not think the pump would recover. The logs were checked several times prior to the replacement, but the pump had not recovered. The pt was doing much better and was discharged on (B)(6) 2011. The drug in the pump at the time of the event was morphine.